Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire ring of a 7f exoseal vascular closure device (vcd) did not pop out when the guidewire cover was attached to the handle. They withdrew the vcd to replace the suture to close the puncture opening. The vcd was used in a femoral artery puncture. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a cordis 7f short sheath. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was verified by angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and the access vessel exhibited mild tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression in the last 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the guidewire ring of a 7f exoseal vascular closure device (vcd) did not pop out when the guidewire cover was attached to the handle. They withdrew the vcd to replace the suture to close the puncture opening. The vcd was used in a femoral artery puncture. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a cordis 7f short sheath. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was verified by angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and the access vessel exhibited mild tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression in the last 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. A non-sterile unit of product ¿vascular closure device 7f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft presents a kinked condition located approximately 3.5 cm from the distal tip; the deployment lever is partially depressed; indicator window was received black/white/red color; plug is partially deployed; cowling guard was received locked; back bleed port is partially deployed; indicator wire is retracted. No other outstanding details were noticed. Dimensional analysis was performed to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft, measurements were taken near to the kink and on the distal tip. Results were compared. Dimensional analysis results were found within specification. The functional analysis was performed. The deployment process was resumed due to the indicator window being received at the black/red/white state. The deployment button that was received partial depressed was pushed down, it was fully depressed, and the plug was fully deployed. The device resumed the deployment process successfully. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. Due to the blood saturation of the plug causing it to adhere to the device, it did not keep its cylindrical shape after deployment. Therefore, microscopic analysis of the damaged plug was not completed. The complaint reported by the customer as ¿indicator wire~deployment difficulty-unable¿ was not confirmed due to the indicator wire being received fully retracted and the indicator window was received at the black/red/white state. The only way to achieve the black/black stage, which allows the button to be depressed, is when the indicator wire is deployed. If the indicator wire was not deployed, there is no possible to achieve the black/black stage, depress the button, deploy the plug, and achieve the black/white/red stage. However, a kinked condition on the delivery shaft and a partial deployment condition was observed. The exact cause of the observed conditions could not be determined during the product analysis. Procedural factors and handling process may have contributed to the observed conditions and the reported event. The dimensional analysis results were found within specification and the device resumed the deployment process successfully. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. The product analysis does not suggest that the observed conditions could be related to the manufacturing process; therefore, no corrective action will be taken at this time.